Event description:
Customer alleged blood glucose result of 81 mg/dl and 207 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having low blood glucose symptoms with the 81 mg/dl result. Customer reported that, after obtaining the 81 mg/dl result, she self-treated with food, felt better, and retested within 1 minute. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device, and replacement product was sent.